Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. This device was explanted and used as a temporary, external, pacing generator while the patient recovers from infection. Subsequently, this device was taken out of service and replaced with a new system. No additional adverse patient effects were reported.